Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. During the call the customer noted that the error messages with no image were occurring on multiple different scopes and a new pigtail. The customer went on the report that the subject device is their only tower at the facility. Customer confirmed that both the scope as well as the socket had been cleaned with compressed air, and the cabling had been secured - still no image. At that time tac advise that this unit would need to be return for evaluation and possible repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. The subject device was tested with multiple olympus test scopes and the image was present with no errors noted. The video connector appeared to be in good shape. Evaluators recommend the customer check their scope and light cables for possible failures. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii video system center was not producing an image and instead displaying error codes e315 and b30. According to the initial reporter, this was not found during a procedure. Additional clarifying details were requested, but no answers have been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.